Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery, it was noticed that the post of a journey articular insert bcs standard 5-6 left 15mm broke off. A revision surgery was performed on (B)(6) 2022 to address this complication. Additional details about this procedure are unknown. Patient current health status is also unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed after an unknown length of time in-vivo due to a broken post. It was communicated that no further information/documentation was available. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported post breakage and subsequent revision cannot be determined. No further medical assessment could be rendered at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected and/or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.